Event description:
Additional information received reported that the patient still had concerns regarding her device or therapy and was working with her health care provider (hcp) or manufacturer representative. No appointments were scheduled. Subsequent information received two weeks later reported that the patient still experienced urinary leakage. The reporter stated that the night of (B)(6) 2012, she woke up with a wet pad. It was stated that the patient was dripping throughout the night. It was noted that the patient always had her device on for her bowel problems. It was also noted that program 4 felt like "pins in her vagina" and that program 3 was 'no good." The reporter stated, she increased stimulation at night, but the stimulation was uncomfortable. It was noted that the patient has not tried to turning of stimulation to see if the urinary issues resolved. It was also noted that the stimulation helped with 75% of the patient's bowel issues. Any additional information received will be included in a follow-up report.

Event description:
It was reported that patient lost therapeutic effect. Patient had urinary tract infection (uti) and was on penicillin. Interstim was implanted to help with bowel symptoms and 'it was doing very good.' Nevertheless, patient was 'dripping' day and night. At night, patient was leaking for the past four weeks and this never happened before having the device. There is no known accident or incident related with symptoms. After vacation, patient had stomach problems, but symptoms when away with medicine prescribed by doctor. Medtronic representative helped patient adjusting stimulation parameters. Program was changed from 2 to 3. Patient felt stimulation on the right vaginal area and in the back of the cheek area. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v940002, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had a loss of bladder control while using a device for bowel control. It was reported that the patient had no bowel control and her device was "doing fine" until she went on vacation and came back. The patient noted she "picked up a virus" on vacation and has had a urinary infection ever since. Any medication the patient took for her infection gave her diarrhea. The patient reported that eight weeks prior to the call her device was working, but would not let her empty her bladder completely. The patient turned off her device for the first time last night, but was "up all night peeing". The patient was assisted and changed to a new program, which she stated "felt good."